Manufacturer narrative:
The pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the cannula. The timing and cause of this damage is unknown. The pod data indicates there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the damaged cannula contributed to the reported failure to deliver insulin. No damages or deficiencies were observed that could have contributed to the reported skin condition irritation. The cause of the reported skin condition irritation could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 450 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient experienced symptoms of redness and swelling of the skin, discomfort, pain, and vomiting. As treatment a new pod was successfully applied, and the patient gave themselves a manual injection of 7 units of insulin. The device was originally reported for not sure delivering insulin.